Manufacturer narrative:
It was reported that "the anchor point was too long and covered the retained branch vessels that shouldn't be embolized, which also affected the blood flow". A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer vascular plug ii was selected to embolized a defeat. During the splenic artery embolization treatment, the vascular plug reaches the lesion, after the vascular plug was released, the anchor point was too long and covered the retained branch vessels that shouldn't be embolized, which also affected the blood flow. The device was replaced with a non-abbott device that completed the procedure successfully. The patient is stable.